Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number 1627487-2021-13119. It was reported that patient experienced ineffective therapy. System diagnostics recorded high impedances on one lead. Surgical intervention may take place to address the issue. It¿s unknown which lead was liable, and both are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.